Event description:
It was reported that there was a programming error when infusing infliximab. The infliximab was intended to infuse over two (2) hours, however the infliximab was programmed to infuse over thirty (30) minutes. The hospital inpatient pharmacy supervisor indicated the issue was "a programming error at the bedside."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report event of the ¿programming error¿ could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect or concomitant devices were returned for this investigation; therefore, inspection and testing could not be carried out. The source pcu and pump module device logs were not returned for investigation; however, the customer provided an 'all infusion detail report' from 1:56:59 pm to 2:28:21 pm on (B)(6) 2025. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is it not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information shown was gathered from the records the facility provided. Bd alaris¿ system with guardrails¿ suite mx (v12.3) states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿programming error¿ could not be determined due to the suspect or concomitant devices not being returned for further investigation. Note that this report lists imdrf annex a23, c23, d11, g0200802 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a programming error when infusing infliximab. The infliximab was intended to infuse over two (2) hours, however the infliximab was programmed to infuse over thirty (30) minutes. The hospital inpatient pharmacy supervisor indicated the issue was "a programming error at the bedside."